Manufacturer narrative:
Additional concomitant medical products: 5054-52 lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and possible loss of capture. The right atrial lead appeared to show some possible oversensing. Additional information received reported the patient was transferred to the intensive care unit and passed away. The cause of death was requested and not received.